Manufacturer narrative:
The MFR has rec'd the sample and will be evaluated. Results are expected soon.

Event description:
The catheter detached from the plastic insert and dropped into the stomach. Found 3 days after placement. The catheter was removed.